Manufacturer narrative:
(B)(6). PMA / 510(k)#: k980987. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe 3ml ll w/ndl sftygld 23x1 rb had foreign matter on the needle. There were 3 occurrences.

Event description:
It was reported that before use of the syringe 3ml ll w/ndl sftygld 23x1 rb had foreign matter on the needle. There were 3 occurrences.

Manufacturer narrative:
Investigation: a device history record (DHR) review was performed on the columbus batches (7355636, 7355631, 7262921, 7262917) associated with the canaan batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Two (2) photos were provided by the customer for investigation. Both photos show an unactivated safety glide needle assembly with the needle shield removed next to part of a blister pack which shows the batch number. There is a piece of foreign matter (fm) on the needle which appears to be a fiber. Based on the sample analysis it appears that there is a piece of foreign matter (fm) on the needle; however, based on the photos provided it cannot be determined what the foreign matter is composed of. As the fm cannot be identified a true root cause cannot be determined.